Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: system was successfully verified after the surgery date. Most recent technical site visit confirmed device met specifications as per service and installation record. No root cause for the customer's reported event could be determined as the investigation was unable to verify what specific factors could have contributed as the reported issue was reported within the healing time and has resolved since. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that a patient had experienced an unexpected refractive outcome in right eye with post-operative manifest refractive spherical equivalent values was more than one diopter and as surgeon opinion the best corrected visual was not as good after refractive surgery. There are two related reports for this patient. This report addresses the patient's right eye and another manufacturer report will be filed for the fellow eye.